Event description:
Boston scientific received information that approximately one month post implant, this atrial lead became dislodged. A revision procedure was performed. The lead was successfully repositioned with normal measurements. No additional adverse patient effects reported.

Manufacturer narrative:
The atrial lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.